Event description:
It was reported that the head section broke during transport. No adverse consequence alleged.

Manufacturer narrative:
A third party service provider examined the product on behalf of the customer.